Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Information indicates failure mode is likely improper bone preparation.

Event description:
It was reported that patient underwent a hallux valgus and scarf osteotomy procedure utilizing an frs screw on (B)(6) 2013. During the procedure, the frs screw fractured as it was placed in the patient. The surgeon retrieved all the fractured pieces and used another frs screw to complete the procedure without delay.